Event description:
It was reported that manufacturer representative was working on an implantable neurostimulator (ins) revision. The patient complained of pain over the device and device migration. Today prior to the procedure the patient had the number 2 electrode listed as open >4000. At the start of the case the health care provider elected to proceed with revising the lead and ins as a result of the impedance issue. The system was removed and replaced on the day of this email. The patient was doing well and does not have any complaint. The hospital and doctor do not have any complaints. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v411614, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v411614, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).